Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information, the patient was admitted for induction of labor. When foley catheter inserted through cervix, 45mls water put into balloon then it then burst.